Event description:
Customer reported the system displayed an interlock failure during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the f1 fuse on the power signal interface board and the ps3 power supply.